Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
On (B)(6) 2017, tlif surgery was performed using the concorde system in combination with x-tab. The fixed are was l3-l4. On (B)(6) 2017, due to postoperative infections, the surgeon removed the screws at l3-l4 and then made new fixation at l1/l2/l5/s. In addition, as the surgeon tried to remove the cage (part#: 187827408, lot#: apkb5k) from patient, the cage (part#: 187827408, lot#: apkb5k) got broken and then the broken part was left in the patient¿s body. The removal and new fixation operation was completed with a 10-minute delay. No further information has been provided from the hospital.